Manufacturer narrative:
Exact event date is unknown, event occurred in (B)(6) 2022. Exact implant date is unknown, implant occurred in 2015. (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted into the patient during a transobturator tape procedure performed in 2015. Since (B)(6) 2022, the patient has experienced intermittent stabbing pains in the vagina as well as increased discharge. She then visited the physician due to pain and was diagnosed with erosion of sling through vaginal mucosa in (B)(6) 2022. Reported consequence included medical or surgical treatment.